Event description:
It was reported that compatibility guidelines for an MRI were requested, the reason for the mir was because of possible infection. The patient was implanted recently but as of the saturday prior to the report they were having a headache and the stimulator site was sensitive to the touch. There was also a note about fluid around the stimulator. There were perioperative antibiotics administered. The date of onset or diagnosis of the infection was not until (B)(6) 2015 but the patient did not contact the health care professional until (B)(6) 2015. It was unknown if the patient had meningitis. The patient had fever and pain. The primary location of the infection was at the device pocket, and lead tract, pocket and glutted anchor at t2/t3. The culture was obtained from the device pocket and the organism culture was s. Aureus. It was treated with IV antibiotics and a total device system explant. The outcome was ongoing as of (B)(6) 2015. On (B)(6) 2015 it was noted that the type of organism cultured was mssa. It was noted that the patient developed a late epidural abscess that required multi-level laminectomy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n517775, implanted: 2015-(B)(6), product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a190, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. (B)(4).